Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for low blood glucose several times and seizures several of those times also. Customer's blood glucose at time of admission was unknown. Customer stated that he was admitted in the multiple times in last 6 months and can't remember the dates. The customer declined to troubleshoot for low blood glucose he stated it is not the pump but his job. The customer's wife just gives him a glucagon shot and he is fine. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer declined to troubleshoot for high blood glucose because he stated he knows how to treat high blood glucose.